Event description:
It was initially reported to boston scientific corp that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) with spyscope procedure performed on (B)(6)2009. (Pt over 18 years old) according to the complainant, resistance was encountered during advancement of the probe through the scope resulting in breakage of the device. The procedure was completed with another spyglass direct visualization probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; missing lens cell.

Manufacturer narrative:
A visual examination of the returned device found that the image fiber and illumination fibers were severed approx 3 mm from the end of the polyamide sheathing at the distal tip. The proximal cam groove slot revealed minimal wear. The pebax had a kink approx 18.5" from the probe body. The polyimide sheathing is damaged at the distal tip. Additionally, the lens cell was missing. Although, the complainant indicated this was the first use of the device, based on the results of the investigation, the most probable root cause is handling damage due to excessive bending and handling during use, reprocessing, or after repeated uses. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).